Manufacturer narrative:
There were no devices returned for engineering analysis. The results of an internal device lot history review found no issues or non-conformances. (B)(4).

Event description:
The reason for this MDR is to report an adverse event that occurred in (B)(6). A thromcat was used to treat a sub-acute occlusion of the rca. During the second pass, a perforation of the rivp (right interventricular posterior branch or pda) occurred, as well as a pericardial effusion and av fistula. The injury was repaired and the patient recovered from the procedure successfully.